Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This is filed to report the first clip becoming caught in the chordae resulting in tissue injury. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4+. An xtw clip (20204r159) was implanted in the central-medial position. However, during manipulation of this clip in the left ventricle in the posterior medial commissural position the clip became caught in the chordae. This resulted in a rupture of the chordae with an increase in the regurgitant jet. Next, an attempt was made to implant an xtw clip (20204r158) lateral to the first clip, but when performing the gripper orientation test inside the left atrium one of the grippers would not actuate. The clip was removed from the patient without incident. This was followed by the implantation of an xt clip (20208r148) lateral to the first xtw clip, however during manipulation of this clip in the left ventricle in the anterior-lateral commissural position, there was another rupture of the chordae with an increase in the regurgitant jet due to the clip also becoming caught in the chordae. An attempt was then made to implant an ntw clip (20104r117) lateral to the xt clip, but without success due to the difficulty of satisfactorily capturing both leaflets. The procedure was ended with the mr unchanged at 4+. Later, that same day it was noted that the xt clip (20208r148) had a single leaflet device attachment (slda) possibly caused by a leaflet rupture. On (B)(6) 2022 the patient underwent a mitral valve replacement surgery. The patient was at high surgical risk evolved with cardiogenic shock, multiple organ dysfunction and that same day the patient died. It was thought the death was due to the inability to treat the mitral regurgitation. In addition, the xt clip detaching from the leaflet may have aggravated the mitral regurgitation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury associated with the chordae rupture was due to difficulty to remove clip from anatomy. The cause of the reported difficult to remove clip from anatomy associated with the clip entanglement in chordae appears to be due to procedural circumstances of subvalvular clip manipulation. The reported image resolution poor was associated with imaging difficulty. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report additional information was received stating that the fourth clip (20104r117) used in the procedure may have caused or contributed to the tissue damage as well. No additional information was provided.